Event description:
Marilyn with facility placed delivery order with the following note: "need replacement to what he has right now which is ma65 3680. The resident just fell off the bed." Per anna umanski, patient reports that he slid off mattress at 3am., that one leg slid off bed and then the rest of him fell off. No injuries were reported and there were no witnesses. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).